Event description:
Patient presented to the physician with redness and scabbing of the chest incision. Physician brought the patient into the or, flushed out the pocket, and closed. This resolved the issue.